Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  after recharging implant during call, received the  power on reset (por) message when connected to implant  patient clicked ok and then turned stimulation on and adjusted setting. The troubleshooting steps that were taken on the call resolved the issue. Patient stated that  they  lack of therapeutic benefit so patient said he stopped recharging everything. See already completed (B)(4)- lack effect since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.